Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant the right ventricular lead perforated the septum and left ventricle causing a cardiac tamponade. The patient underwent a procedure in order to repair the hole and three days later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.